Manufacturer narrative:
(B)(4) - refer to results of investigation below. Customer complaints were reviewed to determine if others have experienced the same issue. During our review of this data we did not observe unusual activity related to the customer's observation. In addition we performed testing to verify that the lot number in question is able to accurately detect samples with known concentrations throughout the full assay range. For testing we used architect intact pth controls as samples with known concentrations. Testing was completed using both the routine mode (run 1-3) and the stat mode (run 4-6). This testing met acceptance criteria, all individual replicates and grand means were with in acceptance criteria for each level. The customer was referred to the "limitations of the procedure" section in the architect ipth assay package insert and provided with the following information: (B)(4). It was determined that the architect ipth assay showed a positive bias of approximately 30% to the roche e170 ipth assay, which was the method used to compare results. An article titled "vitamin d in chronic kidney disease: a systemic role for selective vitamin d receptor activation" written by dl andress, (B)(4). According to the article the type of vitamin d therapy, calcium, phosphorus and the stage of chronic kidney disease (ckd) all play a role in the ability of vitamin d to impact pth levels. Based on the investigation we have conducted, we have determined that the architect intact pth assay is performing as intended, and is meeting its safety, effectiveness, and label claims.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete. The customer stated that they were using the architect ipth assay and 180 dialysis patients were started on vitamin d treatment due to the elevated ipth results. The physician was expecting lower results but realized the results were getting higher. There was no report of any serious injury or adverse outcome due to dialysis patients receiving vitamin d. An investigation is in process.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated the architect intact pth stat assay generates higher values compared to the roche elecsys assay. A patient generated an architect result of 487.5 but the value was 242.5 on the elecsys (unit of measure not provided). The customer reported the elecsys result as it aligned with the patient's clinical history. No impact to patient management was reported.